Manufacturer narrative:
It was confirmed with the customer that the alleged stryker power cot was not involved in this event.

Manufacturer narrative:
No product failure.

Event description:
It was reported that the customer was injured when using the powered cot while unloading a patient. The customer reported that they do not believe this event to be a product issue. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the customer was injured when using the powered cot while unloading a patient. The customer reported that they do not believe this event to be a product issue. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.